Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. One 8fr angio-seal vip was received for product evaluation. Only the carrier tube assembly was returned. Visual inspection revealed that the bypass tube was dislodged to the proximal end of the device cap and the anchor was completely exposed. The deployment sleeve of the device was found to be in the forward lock position. The tip of the carrier tube was checked, and no anomalies were noted. No other visual anomalies were noted. Functional testing was performed, and the bypass tube was moved over the anchor manually to set to on its manufacturing position. No issue was noted with the anchor and the bypass tube. Dimensional testing was performed, the inner diameter of the bypass tube at the distal end was measured and found to be 0.109" which was within the specification of 0.109" +0.002/-0.003. All measurements were within the manufacturer specifications. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the bypass tube was dislodged while opening the poly foil pouch or during handling. However, with no return of the poly-foil pouch, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that they saw the angio-seal device collagen plug was outside of the angio-seal, when they opened the blister package. To close the puncture site the customer used a new angio-seal device. Additional information was received on 06jan2020. The product issue was recognized during unpacking and was not used on the patient.